Event description:
Patient reported the aligners have destroyed their dental work. They have been back and forth to the doctor because of jaw pain, had cracked crown, and crown which came out due to the pressure from the aligners. As soon as they stopped using the aligners their jaw pain subsided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.